Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air in line during priming detailed inquiry description: during an iron infusion, an air in line alarm went off. Bubbles were seen in the tubing. The nurse was alerted that the alarm was going off and she stated that she could not hear it until she was closer to the room. The nurse was unaware that the pump volume could be changed. She mentioned that this was the second time she needed to prime the line and was concerned she wasted so much medication that the patient did not get the full dose. No injury reported.